Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty loading multiple cartridges onto the pump in the past. Customer's blood glucose level was 100-250 mg/dl. Customer was not experiencing this issue during the call and tandem technical support was unable to troubleshoot.